Event description:
It was reported that during a follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead. It was noted that the patient was recently implanted with an additional concomitant device. Technical services (ts) was called fora consult review of the presenting electrogram (egm). Upon review, the presenting egm showed there to be 3.5 seconds of asystole that appeared to have been caused by oversensed myopotential noise. The health care professional (hcp) stated that the noise was reproduced in the clinic. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. At this time this crt-d and rv lead remain in service.